Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.